Event description:
During preparation for a stenting treatment procedure stent dislodgement occurred. While prepping for a stenting treatment procedure the physician removed the 3.50x20mm promus element stent delivery system from the packaging envelope and noticed that the stent had dislodged from the delivery system. The device did not enter the patient and another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).